Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that the device reached elective replacement indicator on (B)(6) 2010.

Event description:
It was reported that the device reached eri (elective replacement indicator) within five years, which may be early depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.